Event description:
It was reported by the clinician that the md inserted the micropuncture sheath into the right internal jugular and then used a scalpel to open the venotomy while the sheath was still inside the patient. The scalpel then cut the sheath off while in the patient. The md used several radiological methods to locate the sheath and discovered that it was lodged in the patients heart. They were unable to remove the sheath.

Manufacturer narrative:
Sample will not be returned for evaluation.